Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient's device showed high impedance (impedance value >= 10,000 ohms) during an office visit on (B)(6) 2015. The patient¿s device was not disabled. X-rays were taken and were reported by the physician to be unremarkable. No known surgical interventions have occurred to date.